Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.75mm x 12mm nc emerge® balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres. However, on the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.